Event description:
On (B)(6) 2011, the pt reported the display of the infusion device is partial and "1.1" should be displayed but he only sees ".1". He stated from the left of the display to the middle of the display is gone. He is able to see part of the time. He changed the battery but was unable to resolve the issue. The infusion device has not been dropped. The infusion device was exposed to water on (B)(6) 2011 but was immediately dried and has been working since that time. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be retuned for evaluation.